Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient's garment was too tight and the skin near the electrodes was bloody. During a follow up, the patient was retrained on garment care. The final medical outcome of the irritation is unknown. There is no indication that the patient received medical intervention for the irritation.